Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete. The received report indicates a patient was harmed. Insufficient information regarding the extent or nature of the harm was provided.

Event description:
The customer states showing blue window screens with only three icons on desktop. The device was in use on a patient. Patient harm was reported.

Event description:
The customer states showing blue window screens with only three icons on desktop.the device was in use on a patient. Additional information received indicated there was no patient harm.

Manufacturer narrative:
H3 and h6: a philips response center engineer (rce) spoke to the customer, and confirmed the reported issue of blue window screens with only three icons on desktop. The rce confirmed that there was no patient incident in this case; the customer was just concerned with the potential patient impact. The customer informed the rce over the phone that their clinical engineering will be at the site and take care of the issue. The rce reached out again and the nurse that the rce spoke to that knew the issue was not there. The rce believes the issue has been resolved, as the rce did not receive a call about the issue again. No further information is available. The product malfunction was confirmed; the cause of the issue was not determined. The customer indicated they would resolve the issue themselves, and no further information was received. The device remains at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.